Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro vh-3500 jaws physically broke during harvesting. Nothing fell into the patient a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25153739 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 11/23/2020. An investigation was conducted on 12/1/2020 and concluded on 12/11/2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the jaws. The jaws were observed to be intact, no break of the physical jaws was observed. The heater wire was observed to be intact, no visual defects were observed. The silicone insulation on the cold jaw was observed to be peeled back and a tear was noticed. Small fragment missing from the tip of the cold jaw. Small fragment was not returned for evaluation. Based on the returned condition of the device, the reported failure "detachment of dev ice or dev ice component" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hempro vh-3500 jaws physically broke during harvesting. Nothing fell into the patient a replacement device was used to complete the procedure. The hospital did not report any patient effects.